Event description:
It was reported that the patient presented for follow-up. A drop in sensing and high pacing lead impedance were observed. The physician decided to cap the lead. At the end of the procedure, all electrical measurements were in range and patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.